Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.